Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a subcutaneous inflammation and swelling of the implant pocket of the implantable cardioverter defibrillator due to infection. The physician did not allege that the infection was caused or contributed by the device. On j(B)(6) 2020, the patient presented to the hospital and the implantable cardioverter defibrillator system was successfully removed. The patient's condition was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.